Event description:
It was reported that the 90% stenosed target lesion is in the iliac, with a vessel diameter of 7-8 mm and a vessel length of 12 mm. The vessel was moderately tortuous, heavily calcified and a de novo lesion. The lesion was predilated with the 4 mm fox sv balloon at 16 atmospheres (atm) for 30 seconds (sec), after which additional predilatation was performed with the fox cross 7.0 mm x 20 mm for 16 atm for 30 sec. A non-abbott stent was then implanted. An attempt was made to postdilate the stent with the same fox cross 7.0 mm x 20 mm balloon; however, it was found that it was ruptured. The physician commented that the balloon rupture may have occurred during the first inflation and predilatation in the heavily calcified lesion. There was no resistance reported during advancement or retraction of the balloon catheter from the patient. There was no clinically significant delay in the procedure. A new fox cross balloon catheter was used to complete the procedure. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the balloon catheter was returned with blood in the balloon and hub, consistent with a leak or rupture while in the anatomy. There was no contrast visible. The balloon was loosely folded, consistent with being inflated. There was no damage noted to the balloon catheter. During functional testing, a new indeflator was filled with water and was used in attempt to inflate the balloon to the rated burst pressure (rbp), when it was observed fluid coming out from a pinhole in the balloon 1.5 mm distal to the proximal balloon marker, for a length of .5 mm. Scanning electron microscopy analysis indicated that the balloon failure may be attributed to mechanical damage to the outer surface. It may be possible that the balloon rupture is attributed to interaction with the lesion site which was described as heavily calcified. There was no report of leaks noted during the preparation for use, suggesting that the balloon damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, such as interaction with sharp calcification, this can cause the balloon material to weaken and rupture during an attempt to inflate. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.